Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a low o2 flow test step during testing. The device was recalibrated to address the issue. Additionally, not related to the reportable event the device was alarming for non-actionable alarm conditions. No components were replaced. There was no foam particles observed. The device was tested and passed all final testing.